Event description:
The customer reported that there was an odor coming from the unit. The asp field service engineer (fse) also reported oil mist while assessing the unit. There were no physical complaints reported.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist filter. The fse tested the unit and found it operating to mfg specifications. This issue has been addressed with a customer letter related to correction and removal.